Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual inspection observed that the device was kinked along the body. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as:2134265-2015-01261. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 1.75mm rotalink¿ plus and a 330cm rotawire were used for treatment. The rotalink was set at a rotation speed of 180,000rpm and ablation was performed. The physician attempted to withdraw the rotalink while the device was on dynaglide mode; however, when the advancer was pulled back the distal portion of the burr did not appear to move under angiography. The physician deemed that the distal tip of the burr had detached. Then physician then attempted to withdraw the rotawire and burr, but it was observed that the burr was stuck on the wire. Both devices were retracted successfully into the unspecified guide catheter. A non bsc balloon was then inserted into the guide catheter and inflated near the withdrawn burr and as a result, the burr was trapped by the balloon. All the devices were removed from the patient as a unit. The lesion was dilated with an unspecified balloon catheter and stenting was performed to complete the procedure. There were no patient complications reported and the patient's condition was good.

Event description:
Same case as:2134265-2015-01261. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 1.75mm rotalink¿ plus and a 330cm rotawire were used for treatment. The rotalink was set at a rotation speed of 180,000rpm and ablation was performed. The physician attempted to withdraw the rotalink while the device was on dynaglide mode; however, when the advancer was pulled back the distal portion of the burr did not appear to move under angiography. The physician deemed that the distal tip of the burr had detached. Then physician then attempted to withdraw the rotawire and burr, but it was observed that the burr was stuck on the wire. Both devices were retracted successfully into the unspecified guide catheter. A non bsc balloon was then inserted into the guide catheter and inflated near the withdrawn burr and as a result, the burr was trapped by the balloon. All the devices were removed from the patient as a unit. The lesion was dilated with an unspecified balloon catheter and stenting was performed to complete the procedure. There were no patient complications reported and the patient's condition was good.